Event description:
It was reported that the device was unable to connect to the merlin transmitter. The device remains implanted. No further information is available.

Manufacturer narrative:
UDI (di): (B)(4).